Event description:
It was reported while using bd vacutainer® buffered sodium citrate 0.3ml - 0.109m, an unspecified number of tubes underfilled resulting in sample recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.